Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the cap came off the fiber inside the patient after 97,741 joules and 15:02 minutes of use. The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged, and the procedure was completed utilizing the second fiber. Patient outcome: "fine"; there was no patient injury reported due to the event.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap is attached to fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "end cap came off inside patient" could not be confirmed; glass cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.